Event description:
It was reported that stent damage occurred. A 7.0mm x 40mm x 75cm express® ld iliac / biliary stent was advanced to a 6f super sheath introducer sheath however friction was encountered. An attempt was made to re-crimp the stent to make sure it was intact on the delivery balloon but the device would still not advance easily. It was then noted that the stent was damaged. The device was removed and the procedure was completed with an 8x27 express stent. No patient complications were reported and patient's status was fine with no issues.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).